Event description:
The customer reported to olympus, the oes elite high-definition autoclavable rigid telescope exhibited, broken/burnt/damaged component. Additional details relating to the patient and the event have been requested. But the initial reporter was only able to provide that the event occurred during a procedure. And that no patient harm or impact was associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. During the device evaluation, it was determined. That there was a broken lens inside the optical system, the rigid outer tube was bent and dented, and the objective window had distal fiber breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent outer tube, broken distal fiber, and broken optical system could not be identified. However, it¿s likely the cause is related to improper handling of the affected device by the user, e.g. By way of applying external force such as a fall or rough handling or during the reprocessing procedure. Olympus will continue to monitor field performance for this device.